Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the colors of the touchscreen became inverted. There was no reported impact to the customer's blood glucose level. Reportedly, after the delivery of a bolus, the touchscreen returned to normal display.